Manufacturer narrative:
Additional information was added to h4, h6 and h10. H4: device manufacture date: october 20, 2020 - october 21, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a folfusor sv (small volume) burst, leaking the fluid from the pump. The device was filled with 29ml sodium chloride 0.9% and 82ml fluorouracil 50mg/ml. The issue was identified during filling, when fluorouracil was added. There was no patient involvement. No additional information is available.